Event description:
She noticed moisture inside of the glass chamber of her device. The patient cleaned out her device and placed the cartridge back inside the device. She then attempted to prime her infusion tubing and the piston rod performed a telescoping prime. This caused the insulin to empty completely. The patient stated that she believes this is the fault of her cartridge and not the device.